Manufacturer narrative:
One fast-fix 360 curved needle delivery system device used for treatment, was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were limited without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Product met specifications upon release to distribution. Complaint history review found no other report for this lot.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. The complaint stated: ¿ff360 was loose on the needle and not inside.¿ t1, t2 and suture were returned but t1 had been freed from the needle track. The actuator had been cycled once prior. T2 was cycled and deployed as expected. There was no permanent damage observed. Please note: inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. This may occur while opening and removing the device from the paper carrier. T1 pre¿deployment is a recognized failure mode that has been evaluated and is monitored. Product met specifications upon release to distribution. This is a packaging/product removal related failure.

Event description:
It was reported that during acl and meniscus surgery, two anchors lost in one time. A backup device was available to complete the procedure with no significant delay or patient injuries.